Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported swelling and discomfort at the implantation site of their evoke closed loop stimulator (cls). The physician¿s examination identified a hematoma. A revision procedure was performed to resuture the cls . The patient is reported to be recovering well post-revision procedure.